Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal and upstream occlusion (uso) seal were worn. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log found high alarm displayed: cassette not attached properly. Functional testing was not able to duplicate the customer's reported problem. The investigation determined the issue was due to the dso sensor being intermittent. The dso sensor, dso and uso seals were all replaced.

Event description:
It was reported that the device had a cassette not attached error. Per reporter, the event occurred during testing. There was no patient involvement, and no harm/adverse event was reported.